Manufacturer narrative:
Conclusions: no evaluation will be performed. Device or lot code not provided to manufacturer for evaluation. Complaint type will be monitored.

Event description:
Customer states that a tegaderm (B)(4) dressing was applied to a pt following the placement of a pacemaker. Customer alleges that when the dressing was changed, there were serous filled blisters under the adhesive on the long edge of the dressing. When the dressing was removed, customer alleges that the blisters broke open. Silvadene cream was applied to damaged skin. No further medical care required.